Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the patient developed atrial fibrillation. The patient was treated with medication and cardioversion. No additional adverse effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cardiac arrhythmia is a known potential adverse effect per hancock ii IFU, and atrial fibrillation is the most common cardiac arrhythmia. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.